Event description:
It was reported that the systems on both sides of the patient were removed. The patient requested the removal due to a lack of benefit and anxiety from the device in her body. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report #3004209178-2014-01453 as the patient¿s other ins had impedances issues and was also removed.

Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician product ID 37603, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type implantable neurostimulator product ID 3389s-40, lot# v991333, implanted: 2012 (B)(6); product type lead product ID 37085-60, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37642, serial# (B)(4), product type programmer, patient product ID 3389s-40, lot# va00wuz, implanted: 2012 (B)(6); product type lead product ID 37085-60, serial# (B)(4), implanted: 2012 (B)(6); product type extension. (B)(4).

Event description:
Additional information received reported that the surgeon provided very little details to the reporter. There was no malfunction and the reporter was told the "protest" did receive benefit from stimulation.